Event description:
Fractured in patient's mouth 2 years after placement. No patient injury.

Manufacturer narrative:
Event date was recorded on the initial report as (B)(6) 2013, should have been left blank(unk). Recall #z-1215-2014.

Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.